Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device as not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. X-ray images of the implant in the osteotomy were provided. The images showed a fracture at the implant's collar as reported. The alleged device malfunction was confirmed. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
(B)(4). Date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant fractured around the hex. Implant is to be put to sleep. Tooth location 19.